Event description:
It was reported that during a prostatectomy procedure, instrument did not fire, also with different reloads. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the clamping mechanism damaged, and with two reloads present. The reloads were received fully loaded with staples. No functional test was performed due to the condition of the device. However, the returned reloads were loaded into a test device and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components, and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.